Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per report, imaging is not available for this case. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of imaging from the case, the root cause of the valve malpositioning and regurgitation cannot be confirmed. However, there are several factors that may have contributed to the event, including the ventricular septal bulge and the patient's preserved ejection fraction (60%). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards field clinical specialist, left arterial access was gained via femoral arterial cutdown. A 22fr sheath was advanced without difficulty. The delivery system was advanced without difficulty and the aortic valve was crossed with some difficulty. A 23mm sapien valve was positioned initially 50:50, but moved secondary to the septal bulge, with a final position on complete deployment of 80:20 aortic. Post deployment transesophageal echocardiogram (tee) revealed 2-3+ central aortic insufficiency (ai). The amplatz extra stiff wire was removed from the left ventricle (lv), but tee still revealed 2-3+ central ai. The physicians decided to deploy a second valve within the first valve. The second 23mm sapien valve was then implanted 50:50 within the first valve. Post deployment tee revealed zero paravalvular leak (pvl) and trivial central ai. The patient was extubated in the operating room awake and in stable condition, and then transferred to the intensive care unit. Additional investigation revealed the following: the aortic root and native leaflets were severely calcified. The patient's left ventricular ejection fraction was 60%. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During sapien valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the perceived cause of the aortic malpositioning was that the sapien valve moved aortic due to septal bulge.